Manufacturer narrative:
H11: section a through f; the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the catheter was inserted on (B)(6). Leakage was noted on the same day, but the device continued to be used. As the leakage persisted, the catheter was subsequently removed. Water testing later confirmed leakage originating from a damaged section of the catheter. The insertion length was documented as 33¿34 cm, with the catheter cut at +6 cm. The damaged area was located approximately 37 cm from the distal tip. While the actual catheter tip was cut for culture testing, this portion is unrelated to the damage observed. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
Received on 3/6/2026. The date of the event is december 24.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4 fr sl groshong nxt catheter. A gross visual inspection of the returned unit found that circumferential deformation was present on the catheter tubing at the 37 cm depth marker. The deformation resembled the features seen from repeated kinking of the tubing. The unit was leak tested by flushing the catheter with water using a 12ml luer lock syringe. During testing, a leak was observed at the 37 cm depth marker. Microscopic inspection of the leak site found that a circle shaped tear was present along the circumferential deformation previously described. The fracture edges were angular, suggesting that tear had developed quickly. This did not match the features of the circumferential damage which had likely developed through repetetive stress over time. The features observed during investigation suggested that multiple factors had contributed to the reported event and insufficient evidence was collected to conclusively determine a root cause. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.